Event description:
Patient received the wrong sensor; (should've been freestyle libre 2) and used one sensor before realizing reported by hcp (healthcare professional) did consent to follow up (B)(4) all available information is provided in this report contact hcp for clarification if needed: (B)(6).